Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during blood collection the bd vacutainer® edta 2k tube detached at the bottom and leaked blood. There was no reported patient impact.

Event description:
It was reported during blood collection the bd vacutainer® edta 2k tube detached at the bottom and leaked blood. There was no reported patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd japan received one (1) sample and attached six (6) photos for investigation. The sample and photos were evaluated by visual examination and the indicated failure mode for damaged tube with the incident lot was observed. Additionally, ninety (90) retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged tube. Bd determined the root cause of the indicated failure mode was attributed to manufacturing. Manufacturing controls, training, and standard work processes are being improved to mitigate this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.